Event description:
(B)(6) reportedly, the device was explanted after 54.5 months due to calcification. Information was learned from phone message left by hvt sales rep. Per the phone message, it was reported that the valve was explanted and the surgeon chose to replace with an epic supra valve. She has the device in formalin in her possession for return. Requested that we look this patient up in ipr to see if this was a 3000 or 3000tfx. Would like to have this report expedited because of the surgeon's concerns (that it had been in for such a short time).

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification is detected in the cusp area of leaflets 1 and 3. Minimal calcification is detected in the free margin of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue is moderate at the stent inflow. The x-ray demonstrates calcification. X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through hvt sales rep. On 05/28/2010, sent email request for information to sales representative. Sales representative will follow up with surgeon on wednesday. On 05/28/2010, in telephone conversation with sales rep, it was learned that the patient reportedly consumed tums "like it was candy". On 06/01/10, email requesting operative report was sent to hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Operative report dated (B) (6)2010 indicates the valve was replaced, due to severe calcified aortic stenosis involving a bicuspid valve. Echocardiogram demonstrated severe prosthetic aortic stenosis. A cardiac catheterization demonstrated no significant coronary atherosclerosis.